Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/02/2025, it was reported by a sales representative via (B)(4) that an 0349-100 2.8mm drill guide and a 4040-000 calibrated drill were both damaged. No further information was provided. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged 0349-100 2.8mm drill guide batch number: 230534 was received for investigation. Visual evaluation of the returned device noted significant damage to the device with superficial scratches and indentations observed. It was further noted that an 4040-000 calibrated drill was stuck with in it. The most likely cause for the observed damage can be attributed to misuse due to mishandling/use error. The most likely cause for the stuck 4040-000 calibrated drill can be attributed to user error due to prying/leveraging of the mating instrument within the cannulation of the 0349-100 2.8mm drill guide. Refer to investigation photos.